Manufacturer narrative:
Other, other text: one fluid level 1 normoflo irrigation fast flow systems - h-1100 series was returned for analysis in poor condition. Powered on the device and a burning smell was coming from inside. The reported issue was confirmed and found to be due to a crack in the return tube which had leaked water, and damaged multiple internal components. Repair determined that wear and tear on the device was extensive and beyond economical repair. It was therefore decided that the device would not be repaired.

Event description:
Information was received indicating that there was a burning smell emanating from a level 1 normoflo irrigation fast flow systems - h-1100 series. There were no reported flames, smoke or sparks and the issue was detected prior to use. There was no patient involved.